Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
As reported, a 4f super torque c2 100 cm catheter was found to be fractured, and fluid was observed leaking from the middle of the catheter. Upon further clarification, the leak was identified during the preparation step. The device was not used in the patient and was exchanged for another unknown device. No patient injury was reported. Additional event details were requested; however, they could not be obtained. The non-sterile cath 4f st c2 100cm catheter was received coiled inside a clear plastic bag and unpacked for evaluation. Initial inspection by manual palpation and without magnification revealed no surface anomalies, and the surface felt smooth. Functional analysis was conducted by filling a syringe with water, connecting it to the luer hub, clamping the distal tip, and applying positive pressure, which identified leakage on the catheter body approximately 77 cm from the distal tip; the fluid leak was easily visualized without magnification. Further examination of the leakage area using a vision system revealed exposed braid wires and several pinholes on the body surface that were not visible to the naked eye, with no elongation paths from the inside to the outside or vice versa, indicating the damage was not caused by a sharp external object; the affected surface areas maintained a smooth characteristic. Dimensional analysis was performed near the damage and all measurements were within specification. Repeated inspection and testing confirmed the presence of leakage at the identified location along with exposed braid wires and pinholes, while all dimensional results remained within specification. The reported ¿catheter (body/shaft) ¿ cracked¿ was not observed during product evaluation. However, the malfunctions ¿catheter (body/shaft) ¿ puncture/cut¿ and ¿catheter (body/shaft) ¿ exposed braidwire/corewire¿ were identified. Leakage was confirmed at the location of the observed damage. The exact cause of the damage could not be determined. The instructions for use include guidance to flush the device prior to use. In this case, leakage was identified during this step prior to patient use, and the device was not used. No patient injury was reported. Based on the results of the product evaluation, a risk assessment has been initiated for further evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 4f super torque c2 100 cm catheter was found to be fractured, and fluids were observed leaking from the middle of the catheter during injection. There was no reported patient injury. The device is expected to be returned for evaluation.